Event description:
It was reported that the patient had a severe low blood sugar incident, necessitating a visit to the emergency room. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. ¿no additional information was provided.